Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had a missing end cap sticker, cracked display window corner, a broken belt clip slot at the battery tube threads area, a broken reservoir tube lip and a cracked reservoir tube window.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system during the price process. The blood glucose reading was 150 mg/dl. Customer stated she had dropped the pump a week ago. Advised discontinuation of the insulin pump. Nothing further reported.